Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22 mg/dl. The cause of low bg was unknown. The customer became unconscious, and their spouse called 911. The customer received third party assistance from emergency medical services (ems), who administered a d50 shot and provided intravenous (IV) treatment to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.